Event description:
The customer reported that there was no red alarm heard during an asystole event. The pt expired. There is no allegation of device malfunction.

Manufacturer narrative:
(B)(4). The customer reported that there was no red alarm heard during an asystole event. The pt expired. There is no allegation of device malfunction. The pt was not being monitored for ECG, and the spo2 parameter was showing a "?" (Inoperative condition). Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.